Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had missing reservoir tube o-ring.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the black circle thing on the reservoir compartment was damaged. The customer¿s blood glucose level was 120 mg/dl. The customer was assisted with the troubleshooting. The customer stated that the piece of the insulin pup was came off. The insulin pump will be returned for analysis.